Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) the atp accelerated the rhythm into the ventricular fibrillation (vf) zone. Two shocks were delivered and successfully converted the rhythm. The device remains in service. No adverse patient effects were reported.